Event description:
It was reported that upon preparation of the percuflex plus ureteral stent, the area around the pigtail was torn while removing the suture from the catheter. The device was not used during the procedure. The procedure was completed with another of the same device. The patient's status is reported as "good".